Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.6, reference: 5.3, mean-confidence: 3.95 - 2.3, limits: 5.7, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User was on amiodarone medication at the time of testing. Amiodarone is known to influence results obtained with inratio testing. This may be root cause. In-house therapeutic donor testing has been performed on reported lot 276744. Results as follows: donor 1: inratio: 4.1, inratio 4.4, inratio: 4.4, reference: 3.66, bias threshold: 2.66 4.66, %cv: -4.03. Donor 2: 3.3, 3.1, 3.1, 3.08, 2.08 4.08, 3.65. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Review of complaint found pt's medication may be the cause for unexpected result. For no product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). This issue will continue to be tracked and trended.

Event description:
Customer reported discrepant result on one pt. Inratio result = 2.6. Lab result 5.3. Time between testing: less than one hour. Therapeutic range: 2-3. Patient began to bleed from his dialysis insertion site and blood in urine. Last dose of coumadin taken the previous night ((B)(6) 2012).